Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: -operation manual chapter 3 preparation and inspection. -reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported during an endoscopic retrograde cholangiopancreatography (ercp) procedure the forceps got stuck in the forceps channel during removal. Per the report, the device was inspected before procedure and no anomalies were found. The customer reported the procedure was completed using a similar device. A delay of 5 minutes in the procedure was reported. There was no patient harm or injury reported. No user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. During inspection, the reported issue was confirmed; the forceps channel was obstructed due to a dent at the portal area. Channel tube noted to be clogged. Service repair noted that foreign material resembling an endoscopic accessory was found inside the ch-tube. Further inspection showed the adhesive was worn for the light guide lens and the objective lens; the forceps elevator and electrical connector were corroded; the hand grip, suction cylinder, air/water cylinder and left/right direction knob were discolored; the switch box was scratched; switch button 1 was worn; the distal end was sheared; and the light guide bundle was damaged. Function testing showed that the lock engagement lever was stuck due to damage to the heat shrinking tube. In addition, testing showed the up/down direction knob was out of specifications; this was caused by a worn angle wire. The investigation is ongoing. If the device is made available, a supplemental report will be filed that includes investigation results.